Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is not confirmed. A simulated treatment was performed in which the amount of fluid delivered to a pseudo-patient bag during each fill phase was weighed. The weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase was determined to be within expected tolerance for the liberty cycler. The valve actuation test failed valve # 2 and 14 were not functioning. Replaced valve # 2 and 14. The scale calibration was within tolerance. The teach pumps test passed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the labeling, material, and process controls were within spec.

Event description:
Treatment sheets were received for a peritoneal dialysis patient. Upon review of these it was noted that on (B)(6) 2014, during drain one of the patient's therapy, he drained out 4545 ml which is 181% over the expected drain volume which resulted in a reportable device malfunction.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.